Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-nov-2022 to 12-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis medstation es system had hardware failure. A field support engineer found drawer sensor was not seated properly and reseated connection to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had hardware failure and the user was able to remove the med from another station, causing a delay. The customer added that they were able to remove the med from another station and there was no pro long delay in patient care there were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation system had drawer failure. The customer added that they were able to remove the med from another station and there was no pro long delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the connection to the drawer sensor was not seated properly. A field service engineer reseated sensor cables to resolve. The system was functioned as intended.